Event description:
Left-side capsular contracture baker grade 3.

Manufacturer narrative:
B5: describe event or problem: left-side capsular contracture, baker grade 4. D4: serial number: (B)(6). Lot number: 5801636. Expiration date: 1-jul-2020. Unique identifier (UDI)#: (B)(4). D9: device available for evaluation: yes. Device returned to manufacturer: yes. H4: device manufacture date: 9-aug-2015. The report number 1651189-2021-01807 that was submitted was for the serial number that was not affected. The correct serial number along with the updated information is now entered into this report.

Event description:
Left-side capsular contracture, baker grade 4.

Manufacturer narrative:
The device was returned intact and functional with moderate yellowing. No additional observations.